Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037. Total numer of events ¿ 21. Prolift +m anterior pelvic floor repair ¿ 0. Prolift +m pelvic floor repair ¿ 0. Prolift +m posterior pelvic floor repair ¿ 0. Prolift +m total pelvic floor repair ¿ 2. Prolift anterior pelvic floor repair ¿ 4. Prolift pelvic floor repair ¿ 5. Prolift posterior pelvic floor repair ¿ 0. Prolift total pelvic floor repair ¿ 7. Prosima pelvic floor repair system ¿ 3.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2009 and prolift was  implanted. It was reported that following insertion the patient experienced vaginal pain, urgency, overactive bladder and urinary incontinence. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 04 - attachment: [12-31-2017 otp supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/26/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 03 - attachment: [12-31-2017 otp supplemental 03.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 02 - attachment: [12-31-2017 otp supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 01 - attachment: [12-31-2017 otp supplemental 01.xlsx]